Manufacturer narrative:
Brand name: aquacel / aquacel ag surgical cover dressing. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user underwent a left anterior hip replacement on (B)(6) 2019 and an aquacel surgical wound dressing was placed at that time. The end user was instructed to remove the dressing seven days later, however upon attempting to remove the dressing via the instruction sheet provided by his surgeon, he was only able to loosen the outer adhesive border but, was unable to remove the remainder of the dressing. The end user reports the center is not adhered to the incision but, the adhesive border extends into the dressing and is not flexible which does not allow him to use the taffy pull technique. The end user stated he can visualize about a 1/4" area of the incision that has separated which he believes is due to attempting to remove the dressing. The end user was advised to contact his surgeon's office and recommended the use of an adhesive remove or releaser to help facilitate removal of the dressing. To date the end user has not seen the surgeon as suggested. No photographs of the complaint issue were provided by the complainant.